Event description:
Reported experiencing low blood glucose (40 mg/dl), while driving. Patient was feeling disoriented and confused, and decided to pull over. Patient stated that the police arrived and phone for an ambulance. Patient reported that, while en route to the emergency room, patient was given "sugar," via IV. Upon patient arrival at the hospital, patient's blood glucose measured -300 mg/dl. Patient was released 1-2 hours later. Patient has had 2 subsequent low blood glucose events, for which patient did not seek treatment.